Event description:
It was reported that this right ventricular (rv) lead declared an alert due to high shock impedances, measuring 125 ohms. Technical services (ts) reviewed the lead trends and noted the shock impedance was between 90 to 110 ohms regularly. It was recommended to assess in clinic to clear the alert condition and also consider increasing the upper limit to 150 ohms. This rv lead remains in service and no adverse patient effects were reported.